Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus could not be confirmed through this investigation as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Evaluation of the submitted log file confirmed slight elevations in pump power and flow estimation; however, a specific cause for these findings and a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6)2018 at 12:04 through (B)(6)2019 at 16:09. Both power and flow estimation appeared to trend slightly upward over the course of the file. No hazard alarms were recorded, and pump speed remained above the low speed limit for the duration of the file. The pump appeared to function as intended. Multiple requests for additional information regarding the event and the disposition of the pump were sent to the account. No further information was received. To date, the product has not been returned for evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system, and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The patient remains ongoing on the replacement device. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
The approximate age of the device is 4 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad was being investigated for possible thrombus. Technical services reviewed the log files and observed the power and flow values to be trending upwards, in addition to instances of unsustained power and flow elevations. Technical services noted that the pump appeared to be functioning as intended.